Event description:
As reported: "loose femoral component. No other information is available per hospital policy." A left femoral component, augments, and 16x100 stem were revised.

Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product remained implanted. Clinical review: a review of the provided medical records by a clinical consultant stated the following comment: undated x-rays ap and lat. Left knee, labelled off films "2018": cemented, long stem modular revision tka reduced, nominal position. Undated implant invoice: triathlon cemented revision components. No clinical or pmh, no operative reports, no dated serial x-rays, no examination of explanted components. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for the case. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the event was not confirmed for loosening. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device return , clinical and past medical history, post op x- rays and examination of explanted components are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "loose femoral component. No other information is available per hospital policy." A left femoral component, augments, and 16x100 stem were revised.